Manufacturer narrative:
Eval: results: the alarms custom voice message function failed, the different alarm tones are not proper and the different volume settings and proper volume is not working. The alarm has no sound coming out of the speaker when activated.

Event description:
The reporter did not state the reason for the return of the sitter select alarm model 8361. There was no pt contact or injury reported. Inspection shows that the alarm has damage which if not detected by user could potentially not make any sound when used with a pt.